Manufacturer narrative:
Additional narrative: event date: unknown. Report is for (B)(4) unknown screws of different types and lengths part number unknown, lot number unknown; UDI unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that revision of distal femur malunion was performed on (B)(6) 2016. The patient had distal femur fracture and was initially treated with va-curved condylar plate and screws on (B)(6) 2015. This report is for seventeen (17) unknown screws this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and a product evaluation was performed. The investigation of the complaint articles indicates that: besides the slight scratches on the shaft of the cancellour screw, the screw shows no visual deviations. No product fault could be detected. No corrective action required. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), 207.050 ¿ 8350202, manufacturing date: 23.mar.2013 expiry date: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: this report is 1 of 17 for (B)(4).